Event description:
Healthcare professional reported "implant integrity not preserved, symptoms of bands, droplets, holes from the keyhole, tear sign, silicone between capsules, scattered simple cysts, internal lymph node at 10 o'clock." This record is for the right side. Device was explanted and it is unknown if will be returned.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "implant integrity not preserved, symptoms of bands, droplets, holes from the keyhole, tear sign, silicone between capsules, scattered simple cysts, internal lymph node at 10 o'clock". Later healthcare professional reported "deformation, fibrous tissue with silicone droplets, inflammatory infiltration, capsule". This record is for the right side. Device was explanted and replaced with non-abbvie.